Event description:
The advocate stated the customer received blood glucose readings such as 343,220 and 316mg/dl from the breeze2 meter. He retested on the contour next ez meter and the readings were 100 or more (specific readings could not be provided). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.

Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date without the product information.